Event description:
Patient had a revision of an intrathecal pump in early summer 2012 with low battery. A 20cc itp was explanted and a 40cc itp was implanted. The pump was filled with 20cc of medication. Pt was scheduled to return based upon the volume added to the pump (20cc) and the rate of administration, about a 60 day supply. The pt returned to clinic as scheduled and underwent an itp refill in early fall in the pain management center (pmc). The previous itp prescription of morphine/bupivacaine/clonidine 20cc was renewed and received from an outside pharmacy. The 20cc of medication was injected in the pump. The pump was interrogated and setting changed to reflect a 5% infusion rate increase. The pump reservoir volume of the refill was set at 40cc, the default setting for this particular pump. The calculated pump refill date was about a 120 days supply. The settings were verified by a fellow and a nurse. Approximately 60 days later the patient was admitted to an outside hospital with complaints of dyspnea and nausea. The patient was transferred to a tertiary care hospital the following day. A cardiac catheterization performed revealed clean coronaries but an ejection fraction (ef) of 10%. The patient had a balloon pump placed. The patient was able to have the balloon removed hd4 and was discharged hd14 with improved ef to 20%. The discharge diagnosis was stress cardiomyopathy. The hospital did not contact the pmc during the admission. The ef returned to baseline by the beginning of the next month. The patient returned to the pmc in december as scheduled. The recent medical history was reviewed and the refill error was recognized.the itp does not have an internal sensor that alarms when the pump is near or completely empty. The alarm date is a calculation of amount filled and rate of administration.the reservoir volume setting is not carried over from previous refill, like other settings. The interrogation device defaults to the size of the implanted pump.a change in the setting from the previous setting does not create an alert for the clinician interrogating the pump. Other changes in rate or medication concentration do create such an alert.======================manufacturer response for synchromed ii b intrathecal pump, synchromed ii b (per site reporter).======================manufacturer aware of event.